Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas and alleged the following:at 6 a.m. Today, the patient had a low blood glucose (bg) reading of 48 mg/dl (2.7mmol/l). Patient consumed two cans of cola and four chocolate bars, but bg did not respond, so they went to the hospital at around 7 a.m. No glucagon was given. Patient is fine now and bg levels are up. Patient alleges disconnecting the pump prior to departing for the hospital, when the pump had 115 units in it. About 10min later patient checked and the pump had 109 units: discrepancy was unaccounted for as pump was disconnected. Pump has not been use since. (Last bolus was 12.03 am (B)(6) 2016 at 7.9 units ezcarb bg and then another bolus (B)(6) 2016 at 4.17am at 0 units [nothing]). Patient hasn't had any other issues with the pump as it keeps bg levels in control. Troubleshooting found no issues/occlusions in the line and no occlusion alarms either. Time/date were correct, basal and bolus histories were as expected. This complaint is being reported due to the allegation of inaccurate delivery and because the patient experienced hypoglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: a review of the pump histories indicated that the pump was manually suspended on (B)(6) 2016 at 10:33 and was manually resumed at 11:23. The last basal delivery occurred on (B)(6) 2016. The last two recorded boluses were an 8.3unit bolus on (B)(6) 2016 at 04:17 and a 7.9unit bolus on (B)(6) 2016 at 00:03. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no unprogrammed boluses occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad buttons were tested and no hypersensitivity was found. No delivery interruptions or errors, alarms, or warnings occurring during testing. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.